Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During testing, the evaluator was able to duplicate the reported event. A review of the event history log revealed multiple "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification link screw, which was adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an system error 322 malfunction during testing at the biomedical service department. There was no patient involvement. No additional information is available.